Event description:
It was reported that during a colectomy, the system responded with error 4 near the end of the procedure. There was no pt consequence. There were no injuries.

Manufacturer narrative:
Info not available, device not returned for analysis.